Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# product type catheter (B)(4).

Event description:
It was reported that the health care provider (hcp) had 5 pump implants on (B)(6) 2008 due to failed ¿pumpograms¿. The patient¿s involved with the event were unknown. It was unknown what drugs the pumps were infusing. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.